Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during evaluation. However, after reseating a system interconnection flex cable to a connector, the report could no longer be duplicated. The device was put through extensive testing, which included bench handling, power cycling and defib/pacer functional stress testing and the report did not reoccur. The flex cable was replaced as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.